Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon reintubating a patient during a code event, the endotracheal tube (ett) adaptor disconnected from the tube and could not be relocated. This prompted removal and replacement of the affected ett tube.